Event description:
It was reported that a tl60 was used during a left extended pulmonectomy resection of their left atrium. It was reported by the affiliate that the left atrium of heart was stapled, by the linear stapler tl60, then transsected. Soon the atrium ruptured and the lethal bleeding occurred and the pt died in or.